Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's blood glucose level was 285 mg/dl. Customer stated that she was no longer using the sensor. Customer had differences between the blood glucose and sensor glucose readings. Customer's sensor glucose reading was 59 mg/dl. Sensor glucose and blood glucose difference was not within an acceptable range. The site location was reviewed and customer was advised to monitor sensor glucose performance. A replacement sensor will be sent as a courtesy. No additional information provided.